Event description:
Per the report received from germany, edwards received notification of a pascal procedure in mitral position. Ten months after the index procedure, a reintervention was performed due to worsening of the prolapse, which partially worked its way out the ace device. Patient had a prolapse in p2 and p1. The main pathology had been grasped in index procedure. Mitral regurgitation was successfully reduced from severe to mild, however there was a prolapse left laterally. Due to high gradient, they did not want to risk a second device. Over the time, the remaining prolapse worsened or partially worked its way out of the implanted ace, therefore a reintervention was performed ten months after the index procedure. A second device was implanted in lateral position (a2/p2) with 11-5 orientation. Patient was in stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information updated/added to sections b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed with empirical evidence for the information provided. No product or imaging was provided. Evaluation of the available information is unable to identify a potential root cause for this event, therefore, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventive actions are not required.